Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronics. The pump was received with moisture damage at the motor. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter wore her insulin pump in the pool and now the device was making a buzzing sound. She removed the battery and reinserted it. She dried the device with a blow dryer as well. The patient's blood glucose at the time of incident was 115 mg/dl. The customer's father confirmed that the device was vibrating without an alarm or alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.